Event description:
Procedure: removal of broviac catheter. Pt had a broviac catheter placed for osteomyelitis. The catheter was removed, general anesthesia was administered. The occlusive dressing overlying the catheter was removed. The area was prepped with betadine. The skin sutures were removed. Manual retraction was applied to remove the catheter. The catheter came out without difficulty. The teflon cuff was left behind. It would have required a separate incision to take it out, and these usually do not cause any problems. Physician elected to leave it behind. There was good hemostasis.